Manufacturer narrative:
Product event summary: the stated reason for return of "cables housing broken" was confirmed, both output connectors were broken. The device was cleaned and inspected, its output connector assembly replaced and it was tested and calibrated on the automated test system and passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator's cables housing was broken. The generator has not been returned for service. There was no patient involvement associated with this event. It was further reported that the product had been returned to service.